Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed oir low results on multiple cartridge chemistries (cc) generated by the unicel dxc 600 pro synchron clinical systems. The specimens were re-tested and yielded higher results. The erroneous results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
All samples were serum. Qc was run before and after the event and results met specifications. A field service engineer (fse) was dispatched: the fse replaced hardware components and performed calibration and qc. The fse followed-up with the customer and confirmed no further issue. Upon recur, the hardware failures could cause erroneous results on any or all cc, including pivotal chemistries. Treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.